Event description:
Device 1 of 2: MFR reference report: 1627487-2019-03796.

Event description:
Device 1 of 2: MFR reference report: 1627487-2019-03796.it was reported that the leads were explanted and replaced on 27 mar 2019. The patient has effective therapy post operatively.

Event description:
Device 1 of 2: MFR reference report: 1627487-2019-03796. It was reported that the patient's leads have migrated. Lead migration was confirmed with fluoroscapy. Reprogramming was attempted without success. As a result, surgical intervention may occur.